Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
On 1/mar/2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On 29/feb/2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction provided in a2.

Event description:
On 1/mar/2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.